Event description:
Pt had a decompression procedure performed at right l4/5 and right l5/s1 using the baxano io-flex system. No abnormal emg activity was observed. During the same surgery, pt also had a left synovial cyst resection. One month following the procedure, the pt reports new pain in the front of the leg from the thigh to the ankle as well as numbness below the knee in the front of the leg. His right knee is also weaker than prior to surgery.

Manufacturer narrative:
Additional info - model/catalog #: io-mbs5.5; lot #: 101257; expiration date: 01/2015. Device manufacture date: 01/02/2013.